Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) would not elicit tones with the application of a magnet. The clinician was attempting to prepare the device for a non-device related surgical procedure that the patient was scheduled for.